Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the united states stating that during service it was found that the cord was damaged. It is known that this event did not occur during surgery. However, it is unknown if there was patient or user injury or if medical intervention occurred. There was no additional information provided.